Event description:
It was reported via repair work order that the brakes do not work, the customer reported that they repaired the unit themselves. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes do not work, the customer reported that they repaired the unit themselves. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This complaint was reported in error as the customer confirmed that the product reported is not a stryker product.